Manufacturer narrative:
(B)(4). The device will not be returned.

Event description:
It was reported that in the operating room resistance was met when inserting the swg. As a result, the user removed the swg and found a "cut" on the wire. A new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.